Event description:
A 26mm diameter x 15mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown and it was reported the aortic neck had dilated to 27 mm in diameter causing the stent graft to migrate 1.5cm. The physician requested a talent aortic cuff for treatment of the patient; however, did not proceed with this option and elected to use another manufacturer's device. No additional clinical sequelae were reported.